Event description:
Customer had a high bg event over the weekend and was hospitalized. The casue of the high bgs is unknown because customer also had high blood pressure. Customer is out of the hospital now and doing better. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.